Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported broken/damaged. Female (left, if facing front) iui board is corroded. There was no patient involvement reported.

Event description:
The customer reported broken/damaged. Female (left, if facing front) iui board is corroded. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 02/01/2013 to the present date 11/23/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.